Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The display adapter circuit board was replaced as a preventative measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed an image that was too bright. The system was reinitialized and the image was okay for viewing. There was a patient involved, but there was no adverse patient event. There was no patient information reported.